Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluation in progress.

Event description:
Caller reported pump gives an e8 (power interrupt) error message even after placing a new battery and battery cover. Preliminary investigation on 10/22/2014 found a permanently pressed up button. No adverse event reported. Requested return of the alleged pump for evaluation.